Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion at 49.0 cm - 49.9 cm from the distal tip, consistent with lead friction to the device can. The silicone insulation in this region was not abraded.

Event description:
This report is to advise of an event observed during analysis.